Manufacturer narrative:
The sample is indicated as available for return. As of the date of this report, the sample has not been returned. A follow-up report will be provided once the device has been received and reviewed.

Event description:
Manager/director at california hospital notified of a PICC failure. "The failure occurred 4 days after the insertion and the line snapped off." Additional information has been requested.

Manufacturer narrative:
A review of the DHR and inspection records was conducted and there was one similar complaint reported in the lot. After three notifications and a provided tracking, there were no samples returned for review. Additionally, there were no images provided to support the alleged complaint. Without such evidence, the results are inconclusive and this complaint could not be confirmed. Without the sample to review, establishing a root cause and corrective action is not possible. If the sample is returned at a future date, this compliant may be reopened for further review at that time.